Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Regarding the foreign objects on the nozzle and light guide lens, the identity of the foreign material and a definitive root cause could not be determined. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had peeled adhesive around the objective lens, a chip in the adhesive area between the acoustic lens and the ultrasound probe, a gap between the acoustic lens and the ultrasound probe, damage on the acoustic lens, damage on the ultrasonic probe, and foreign objects on the nozzle and the light guide lens. There was no patient involvement.